Event description:
Boston scientific received information that the patient implanted with this right ventricular lead had presented to the hospital with chronic heart failure symptoms. After being released from the hospital, the patient's device was interrogated to confirm if the right ventricular lead was capturing. Upon interrogation, it was found the rv had lost capture. Additionally, an x-ray performed a few days earlier revealed the lead had dislodged and was not sensing. It was reported the patient's conduction was good on the day of the interrogation, so the device was reprogrammed to aair and a holter monitor was placed on the patient to determine when the lead would need to be revised. No adverse patient effects were reported. The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.